Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil was protruding into the uterine cavity") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("cramping during menstruation"), pelvic pain ("chronic pelvic pain") and headache ("severe headaches"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, and cystoscopy on (B)(6) 2016) and surgery (ablation on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain and headache outcome was unknown. The reporter considered device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain and headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was satisfactory placement / occlusion of both tubes. In 2016: ultrasound scan result was left coil was protruding into uterine cavity. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding). She underwent an ablation to control her heavy menstrual bleeding. It was reported that left coil was protruding into the uterine cavity. A vaginal hysterectomy, bilateral salpingectomy, and cystoscopy were performed. The events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. In addition, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, no alternative explanation was provided for genital bleeding. The exact date and mechanism of device dislocation was not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding). She underwent an ablation to control her heavy menstrual bleeding. It was reported that left coil was protruding into the uterine cavity. A vaginal hysterectomy, bilateral salpingectomy, and cystoscopy were performed. The events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. In addition, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, no alternative explanation was provided for genital bleeding. The exact date and mechanism of device dislocation was not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil was protruding into the uterine cavity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 8 months 7 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain / pain"). On (B)(6) 2016, the patient experienced vaginal infection ("acute vaginitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping during menstruation") and headache ("severe headaches"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, and cystoscopy on (B)(6) 2016), surgery (underwent endometrial ablation), surgery (underwent endometrial ablation) and surgery (ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea and headache outcome was unknown and the menorrhagia, pelvic pain and vaginal infection had resolved. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory placement / occlusion of both tubes. Ultrasound scan - in 2016: left coil was protruding into uterine cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), acute vaginitis", reporter added from pfs. On 1-mar-2018: reporter added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left coil was protruding into the uterine cavity/malposition of essure device location of device: enodmetrial cavity"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)/abnormal bleeding (general)") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included cetirizine hydrochloride (zyrtec), ibuprofen and montelukast (singulair). On (B)(6) 2015, the patient had essure inserted. In 2015, 1 year after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), headache ("severe headaches/migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced pelvic pain ("chronic pelvic pain / pain/pain"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced vaginal infection ("acute vaginitis"). On an unknown date, the patient experienced dysmenorrhoea ("cramping during menstruation"). The patient was treated with sumatriptan, surgery (hysterectomy with bilateral salpingectomy laparoscopic total hysterectomy), surgery (underwent endometrial ablation) and surgery (ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, dysmenorrhoea and headache outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal infection, migraine, nausea and vaginal discharge had resolved. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion ultrasound scan - in 2016: left coil was protruding into uterine cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jul-2018: ps and mr received. Migraine, nausea, vaginal discharge were added. Patient's medical history updated, concomitant medications were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.